Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: no defect was found. Daily insulin delivery totals correctly reflected programmed basal rates. No data in black box or download histories from time of reported issue due to continued use. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. The pump settings confirmed the iob was set to 4 hours. The pump settings confirmed the insulin to carb ratio was set to 1u:5g. Using patient settings performed ezcarb bolus for 60 carbs at target bg, the pump correctly calculated a 10 unit bolus. An ezbg bolus using patient settings for 30 mg above target performed, the pump calculated a 0 unit bolus due to iob. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) alleging that the pump had an insulin on board calculation issue. The reporter also alleged that the patient suffered a low blood glucose (bg) event. The reporter indicated that on at 1:00-11:30 am, the patient went out to eat. The patient reportedly consumed a high carb/fat meal. At 3:53 am, the patient reportedly set up a combo bolus of 16 units set for 4 hours. Due to a bg level of "397 mg/dl" at around 4:00 am, the patient included the carbs she had consumed from the meal at 1:00-1:30 am to the bolus. The bolus at 4:00 am was confirmed as being correct. By 9:15 am, the patient's bg had dropped to "31 mg/dl." The pump was suspended and the patient was treated with 4 oz. Of orange juice. After the orange juice was consumed, the patient's bg was checked and a result of "43 mg/dl" was obtained. The patient drank another 4 oz. Of orange juice. By 11:55 am, the patient's bg level had increased to "73 mg/dl." No symptoms of hypoglycemia were reported. The anm representative involved in this contact informed the patient and reporter that the low bg episode occurred as a result of the patient taking a correction bolus based on carbs that had been consumed 3 hours earlier. The anm representative explained to the patient and reporter how the iob is calculated. The patient and reporter were advised to follow up with a health care provider (hcp) regarding education and guidelines for adding carbs to a correction if food has already been eaten. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient suffered a low bg level suggestive of severe hypoglycemia. However, the patient's injury can be attributed to use-error considering she added carbs from a meal consumed 3 hours earlier to a combo bolus. There is no evidence, at this time, that the pump was not working properly.